Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and found that the issue is the main board. A communication cable is also needed since the cable connector is falling apart. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the vela ventilator alarmed vent inop. Patient involvement is unknown at this time.